Manufacturer narrative:
(B)(4). Investigation summary ==> upon receipt of the laterjet glenoid drill, it was noted that a k-wire was returned within the device. The distal end of the k-wire was bent and stuck within the drill tip. The bending of the k-wire would cause the k-wire to become jammed in the drill. Additionally, the drill was confirmed to be broken at the laser weld. The bent wire indicates that the drilling was likely off axis, which could cause the weld on the drill to fail. It was reported that the product code and lot number of the k-wire is unknown, which precludes a DHR review and a lot specific complaint history search. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Depuy synthes has been informed that the catalog number and lot number are not available. See associated medwatch: 1221934-2017-50088.

Event description:
The wick broke durin procedure. (Ancillary n°12) procedure has been extended for an hour . No patient consequences.